Manufacturer narrative:
Corrected data: (date of manufacturing). Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. One full box of devices were reviewed, all had smooth and level adhesive. No further action will be taken and the case will be closed. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
Complaint reported by a nurse that "the product doesn't stick usually, it falls off quickly." The product was used, but no patient harm was reported. However, it is unknown how many products were affected by the reported event. No further information is available.